Event description:
Customer reports blood glucose result of 052 mg/dl taken on the advantage system (customer was holding the meter upside down). Upon reviewing the meter memory, result was stored as 399 mg/dl. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.